Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a tip broke off and fragment of the cutter probe fell into the patient's eye during surgery. The surgery was completed after replacing the product with another one. The procedure type was vitrectomy. There was no patient harm as broken tip was removed within the same session.

Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was changed to 15r3j6 from unknown. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information recieved from company representative that the broken fragment came out from the port.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be conforming. The sample was then dis-assembled and the inner cutter inspected for any damage. The inner cutter was observed to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore a broken tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).